Event description:
During a routine hemodialysis treatment it was reported that the blood pump flow rate was reduced in response to an effluent pressure decreasing caution. A waste line pressure high alarm then occurred that could not be resolved. A venous pressure high alarm then occurred and it was determined that the disposable set was clotted precluding rinseback of the pt's blood resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
No evidence of a device malfunction. Cycler alarmed appropriately to clotting condition. The reported blood loss has been attributed to inadequate heparinization. The pt's heparin dose has been increased. A direct correlation between the nxstage system one and the reported blood cannot be established.